Event description:
It was reported that "the inflation line was founded broken during the test". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the inflation line was founded broken during the test". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacture reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities were observed. No dimensional inspection was performed as part of this complaint investigation. The cuff pressure of the actual investigation. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. The observation shows that the cuff was unable to maintain its pressure at 25mbar. Further inspection carried out and it was observed that there is a hole on inflation tube of side arm. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation, the defect mode on inflation line was found broken matches with complainant report as hole found on the inflation tube. After this process, the tubes with inflated cuffs are hang at slow bertha for 30minutes to check any leak on cuff or other area. Such a noticeable defect (hole at inflation tube) would be easily detected and removed, as it would fail all tests at the manufacturing site. Therefore, the complaint cannot be confirmed as a manufacturing related issue." Teleflex will continue to monitor and trend for reports of this nature.